Event description:
MFR periodically compares device tracking info to the social security death index for the purpose of updating device tracking data. MFR became aware of pt death during this process and evaluated available info against current procedures. The event did not meet MDR reporting criteria per MFR's current procedures. In an effort to obtain additional info regarding pt's death for summary reporting request, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that pt died while hospitalized. Immediate cause of death is listed as cardiopulmonary arrest, due to seizure, due to epileptic seizure disorder. No autospy was performed. The pt reportedly experienced a >25% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Neurologist indicated that the relationship between the pt's death and the ncp system was unknown. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.